Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported, lab results. Indicated "foreign body giant cell reaction". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, wear abrasion, and crease fold. After autoclave cycle was observed, cloudy color in the gel. Based on the device analysis, the final assessment is: no openings were observed on the device.

Event description:
Additional report of lab results indicated "foreign body giant cell reaction" and "silicone bleed/reaction to implant".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device remains implanted.